Event description:
The pt was implanted with a left ventricular assist device (lvad). An (B)(6) registry report was received which indicated that the pt had severe hemolysis, thrombused pump, renal and liver failure, as well as right heart failure (rhf). The pt was not a candidate for a pump exchange. The pt expired on (B)(6) 2013.

Manufacturer narrative:
The user facility report # (B)(4) was received from the (B)(6) registry. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.